Event description:
The pt reported loosening of acetabular shell which required him to have revision surgery in 2008.

Manufacturer narrative:
Neither the device nor additional info are available but have been requested.